Event description:
The user facility's biomedical engineer reported the during servicing the automated impella controller (aic), the ground cable did not fit into the strain relief. No patient involvement.

Manufacturer narrative:
The investigation has been completed. The console (ic4565) was sent back for further investigation. The root cause of the issue was an improperly sized cable. This report is being filed as part of a retrospective review of historical records.